Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The pcb, power switch, and retainer required upgrades. The enclosure was cracked at water tank cover causing a leak. Both covers were cracked, the line cord was worn, and the pole clamp was damaged. In addition the heater did not pass electrical testing. The customer reported product problem (cracked tank cover/flashing led lights without an audible alarm) was confirmed during testing. The leak was caused by the cracked tank cover, and the lack of audible alarm was due to a bad speaker. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The investigator concluded that the reported product problems resulted from damage to the device caused by the user. This was established as the root cause. The cracked tank cover was likely caused by over tightened screws.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) was leaking. The device had a cracked tank cover and the led lights were flashing without an audible alarm. No patient injury or complications were reported in relation to this event.